Event description:
Caller reported that the patient is having a problem with the infusion set tubing breaking near the luer lock. The caller stated that the outer layer of the tubing is breaking near and the inner tubing is remaining intact. The caller also stated that the breakage in the tubing is causing the insulin no to flow as it should. Caller was unsure if the patient's blood glucose was affected.